Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room for unknown reasons. Upon interrogation, the right atrial lead exhibited elevated capture. The lead was capped and replaced. The patient was in stable condition post operation.